Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. It was alleged that the pump was vibrating with no corresponding visual alert and the pump then shut off at random after 10 minutes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed no alarms on (B)(4) 2014 at 03:00 or bolus events two hours prior. During testing, the pump powered on normally. No evidence of moisture was found in the battery compartment. The vibratory alert responded during the power up. The audio bolus setting was set to vibrate and the pump vibrated properly when the audio bolus button was pressed. The pump cover was opened and no internal defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.